Event description:
The nurse reported that the customer was hospitalized for dka. The nurse believed the cause for incident may have been a kinked infusion set. The nurse was inquiring on how to complete a leadscrew test on the pump. The customer had called back and stated that the doctor put them back on the pump. The customer had gone into dka again and customer doctor recommended that the pump should be tested.